Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and is on their back up plan for treatment. Customer's blood glucose was 147 mg/dl at the time of incident. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to prime during the prime test due to loose protruded drive support disk. No a33 alarm noted. The insulin pump had minor scratched display window and broken reservoir tube lip.